Manufacturer narrative:
The device and all its components used during the incident were returned to olympus for investigation. The working element and its components were tested for functionality and continuity and were found to be within standards. In addition, an electrical safety check was performed and yielded no significant results. The working element was visually inspected and there were dark discolorations found on the white ptfe (teflon) body, which is an indicator that arching occurred. Upon inspection of the a-cord, which connects to the teflon body of the working element, it was noted that there was evidence of fluid marking and debris on the connector. Based upon these physical observations, olympus concluded the arching the user experienced most likely occurred due to a loose connection, which would have prevented a proper connection between the a-cord and the electrode, or fluid inside the teflon housing where the a-cord and electrode make contact.

Event description:
The hospital reported during a procedure the physician heard a "sizzling" sound. No smoke or smell of burning was present. The physician continued the procedure, and was burned on the finger, putting a hole in the surgical glove. The physician completed the procedure with the same device. The hospital reporter there was no apparent injury to the pt.